Event description:
It was reported that the insulin pump had a crack in the case. The customer also complained that the batteries were getting low very fast. It was advised that the insulin pump needs to be returned. The customer's blood glucose was unknown. Nothing further was reported.

Manufacturer narrative:
The insulin pump was received with scratched lcd window, cracked case at display window corners and cracked reservoir tube lip. All operating currents were within the specification, no unexpected low battery or off no power alarm noted. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.